Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During an in-clinic follow-up, low r-wave amplitude was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed rv lead dislodgement. During lead revision procedure the physician observed insulation damage on the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.

Manufacturer narrative:
Additional information: d10, h3, and h6. The reported events were lead dislodgement, insulation damage and low r-wavs amplitude. As received, a complete lead was returned in two pieces. Visual examination found the helix retracted and clogged with blood/tissue. After cleaning, the helix could be extended and retracted. The full helix extension length was measured within specifications. The reported events of low r-wavs amplitude was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of insulation damage was confirmed. Visual examination found the outer insulation was damaged between the ring electrode and the right ventricular shock coil consistent with procedural damage. The cause of the reported event of insulation damge was isolated to procedural damage. Visual and x-ray examination did not find any other anomalies. With the exception of procedural damage.